Event description:
Fire department personnel were attending to a patient, condition unknown. Allegedly after the device was attached, it displayed a connect electrodes message and would not analyze the patient's rhythm. The patient was not resuscitated; however, the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This was based on the reporter's assessment of the patient's lack of viability.